Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and capture thresholds with the pacemaker system analyzer. The lead was connected to the device and exhibited high impedance and increased capture thresholds. The physician elected to continue the procedure; the lead was sutured down and remained implanted. The patient was doing well post procedure and would continue to be monitored. On (B)(6) 2016 the patient presented in clinic for post operation checkup; upon device interrogation the lead impedance was noted to be within normal range and the capture thresholds remained consistent as during the implant procedure.